Event description:
It was reported that the patient had an overdischarged battery. A physician mode recharger (pmr) was going to occur on (B)(6) 2015. Follow-up determined that the patient cancelled her appointment and rescheduled for the following monday. No other information was known. Further follow-up was performed to determine if the device was successfully recovered from overdischarge, what the cause was, and if the patient was receiving effective therapy after the appointment. Additional information received reported that the cause of the event was the patient not choosing to use her stimulator and letting it overdischarge. The patient experienced pain. The patient¿s recharger was used to start the implantable neurostimulator (ins) again on (B)(6) 2015. It was still being attempted to clear a power on reset (por) and the patient was not receiving therapy. Additional information received reported that, after 8 attempts, the por was not cleared. The patient met with their doctor to discuss replacement and it was noted that the patient had not attempted to charge for more than 3 years. The patient was still not receiving therapy and no replacement had been scheduled. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: explanted: product type programmer, patient product ID: 37752, lot# serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4). Implanted: (B)(6) 2010, product type: lead.